Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID and dob not provided for reporting. Date of event: unknown. (B)(4) lot number unknown. Not explanted. (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tomofix plate (440-838s) was applied to proximal tibial fracture in the original surgery which was successfully performed on (B)(6) 2017. The (B)(6) male patient showed fine recovery until (B)(6) 2018. However, x-rays taken in the (B)(6) checkup show that the plate seemed to have been broken. The patient did not fall over during the recovery period. Considering the patient¿s body weight of (B)(6) kgs, the surgeon positioned the plate on a slightly anterior side. On (B)(6) 2018, the surgeon will consult with the patient about a revision. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: initial reporter name, facility street address, country code and phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.